Manufacturer narrative:
Device evaluation: the manufacturer's international service technician was unable to confirm the reported issue. There was no abnormality found with this unit. Resolution and disposition: there were no parts replaced. The device successfully passed performance specification testing.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the respiratory rate in the device display displayed 0 and all the waveforms in the waveform display window were flat. There was no patient harm.